Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;

Event description:
Boston scientific received information that during a routine implant procedure, shock impedance measurements with the new device were greater than 125 ohms. The device was programmed to right ventricular (rv) coil to can with reverse polarity, which displayed a shock impedance measurement of 115 ohms. Setscrew connections were verified and a fluoroscopy was performed, with unremarkable observations. No adverse patient effects were reported during the procedure.